Event description:
Invalid result (s). We got a call from a customer that is having an issue with the flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, the control line appeared as normal, the test line has a blue mark next to it. . Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes.

Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2020151. No abnormal issue was found in the manufacturing process, technical testing, and quality control inspection, the maufacturing process complied with the dmr. Test results of retention samples were checked and the issue could not be found. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1. H2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation. Conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result (s). We got a call from a customer that is having an issue with the flowflex covid 19 antigen test kit. This is an out of box issue. When the customer performed the covid test, the control line appeared as normal, the test line has a blue mark next to it. . Customer performed the test correctly with 4 drops of the buffer solution and waited the 15 minutes.